Event description:
It was reported that "upon inspection, chemo bag was completely full. Solis pump reading "running" under a "green" label. Pump reading "time remaining" 11 minutes etc. Event log reviewed, every 15 minutes logged showed 0.75mls/hr infused which equates to 3mls/hr upon further inspection , unable to flush port. This rn pushed in on port needle and port flushed freely. Upon removing dressing, visualized moisture under drsg and guardiva patch soaked. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.